Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 ¿g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and suture was used. During the suturing process, it was found that the needle tip was missing. Later, the surgery was suspended and the needle tip was found between the uterine muscle walls of the patient. The search time was about 15 minutes. The patient had a 750ml hemorrhage and 4 units of suspended red blood cells were transfused. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/21/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. The following information was requested but unavailable: did the broken needle cause or contribute to the 750ml hemorrhage? Did the search for the needle tip cause or contribute to the 750ml hemorrhage? Please provide the patient's weight, bmi at the time of index procedure. Name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? When did the bleeding occur? What was the source and triggering event of bleeding? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? How long was the surgery delayed? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? Was the patient treatment altered in anyway due to the prolonged surgery time? If yes, please explain was the post-operative care changed due to this event? Please specify. If applicable, will product be returned? If so, please provide the return date and tracking information.